Event description:
It was reported to philips that the system's wireless footswitch was intermittently not working and not capturing images. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed by using the hand switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was intermittently not working. Upon troubleshooting, fse found that the internal switches on the wired footswitch were bad. To resolve the issue, fse replaced the wired footswitch and updated the dicom configuration. After that, the system was returned to use in good working order.